Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. At the conclusion of a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter, the catheter was withdrawn, and imaging of the heart was performed with intracardiac echocardiography (ice) and a pericardial effusion was discovered. It was noted that at one point during the procedure the physician thought the catheter was deployed to the flower shape with the wire pulled back, but it was actually in the basket shape, and it was pushed against the heart. The patient was administered protamine. The patient is expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. No outer abnormalities were observed. A guidewire was inserted through the catheter without difficulty, and the device was deployed to flower successfully. However, poor planarity was visible in flower deployment, and the device failed the planarity test. The catheter was subsequently flushed through the irrigation line, and flushing was successful in all deployment states. The spline cage of the catheter was examined on the microscope to look for any potential cause for poor planarity. It was observed that some splines were thinner and consequently resulted in a steeper takeoff angle at the location of the distal thermal weld. The reported clinical observations were not confirmed by the analysis. Pericardial effusion is an expected procedural complication addressed within the instructions for use (IFU) for the farawave catheter.

Event description:
It was reported that the patient experienced a pericardial effusion. At the conclusion of a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter, the catheter was withdrawn, and imaging of the heart was performed with intracardiac echocardiography (ice) and a pericardial effusion was discovered. It was noted that at one point during the procedure the physician thought the catheter was deployed to the flower shape with the wire pulled back, but it was actually in the basket shape, and it was pushed against the heart. The patient was administered protamine. The patient is expected to fully recover. The device is expected to be returned for analysis.